Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h6. Investigation summary complaint summary it was reported that on an unknown date, the cage broke during impaction into hard bone where the space was extremely collapsed. Screws were later inserted to back up the interbody fusion and the screwdrivers stripped while final tightening and also while attempting to back out the screws to adjust the height. No fragments were generated. The cage will stay implanted. The surgeon packed the rest of the space with bone. Procedure was successfully completed with no surgical delay. There was no patient consequences. Concomitant device reported: unknown impaction instruments (part# unknown, lot# unknown, quantity unknown ) unknown insertion instruments (part# unknown, lot# unknown, quantity unknown ) this complaint involves five (5) devices the device was not returned. A photo-investigation was performed on the images. The distal tip drive feature of the t20 driver shaft was broken off. No other issues were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi71126 was released in a single batch. - batch1: lot was released on nov 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the tip off of the sacropelvic screwdriver broke while inserting iliac screws. All pieces were removed from the patient. The procedure was successfully completed with a five (5) minute surgical delay, there was no patient harm/consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) viper universal poly driver. This is report 1 of 1 for (B)(4).